Event description:
The customer reported that, the ortho provue analyzer typed a group b patient's sample as ab. A false positive reactivity was obtained in the anti-a microtube of the mts a/b/d monoclonal and reverse grouping card lot # 120606053-08. The sample was retested on the analyzer and in manual gel test using the same lot of gel cards and a negative reactivity was obtained in the anti-a microtube. The sample was interpreted as group b pos. A false positive result may lead to the misclassification of a patient's abo group, with the potential for transfusion of abo incompatible blood. The patient's results did not match the manual gel method, preventing erroneous results from being reported.

Manufacturer narrative:
An ocd field engineer arrived on site and performed reader camera alignment, optics, fine adjustments and generated a new reference image to return the instrument to expected operation. The customer verified and accepted qc. No definitive root cause was determined.